Event description:
It was reported to target that during a gdc coil embolization, the coil detached and the delivery wire removed. However, when the physician attempted to remove the microcatheter, he found that the gdc coil was attached to the tip of catheter. A balloon catheter was inserted to aid in the removal of the system (coil and microcatheter). There were no complications to the pt, who was reported in good condition after the procedure.